Event description:
Device 2 of 3. See manufacturer's report number 1627487-2010-00338 and 1627487-2010-01218 for devices 1 and 3 respectively. On (B) (6) 2007, the patient was implanted with an scs system. The leads were placed occipitally to treat headaches. On (B) (6) 2010, it was reported that while charging the ipg, the patient felt a shocking sensation in the back of the head at the lead site. The patient recently lost 100 pounds due to cancer and has had problems with the ipg moving around in the pocket. The physician plans to revise the ipg on (B) (6) 2010.

Manufacturer narrative:
Evaluation - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.